Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement via x ray. This ra lead was explanted, replaced and will not be for returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.